Event description:
During set up for surgery, an ortho major pack was opened and under the mayo cover a long hair was noticed inside of the pack. Pack along with everything that was open on the table was discarded and a new pack was retrieved.